Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with a carto® 3 system and a map shift without error message occurred. Field service engineer (fse) visited the account. The system was tested. Atp was performed successfully. System is working according system specifications. The device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto® 3 system and a map shift without error message occurred. The issue was seen during ablating and (re)mapping. The map shift was discovered by moving the catheters outside the map, even after remapping two times. The map shift was approximately 2 cm difference between the catheter location before and after the shift. No error message displayed and no cardioversion or patient movement was reported. Pulmonary veins were isolated after ablation and the procedure was completed normally without any patient consequence. This event is MDR reportable because such map shifts could potentially be caused by system malfunction, and there is a potential risk to patient.